Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damages. There was no evidence of damaged, burned, and/or impaired components. While inspecting the pes fan, no evidence of debris or buildup that could cause overheating was found. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that the pes sparked. The patient electronic unit was replaced. Patient also reported the pes was very hot at back of unit near headrest, and the patient's neck skin was burned (but not to any degree of 1st, 2nd, 3rd). Patient used cooling gel to soothe their skin and stated that they were fine.